Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented in the operating room for normal device change out, externalized conductors were observed. No electrical anomalies were detected. The lead was capped and replaced.